Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient was presented to the hospital for heart failure. Interrogation revealed an alert for the capacitor charge time limit having been reached due to frequent charges. Inappropriate shocks were noted for atrial fibrillation with rapid response. Once the battery had recovered, the charge time was normal again. No intervention or adverse consequences were reported.